Event description:
It was reported that the patient had generator replacement in (B)(6) 2006 due to end of service which was causing an increase in seizures, mood instability and voice alteration, per the referring physician's office. Review of the programming/diagnostic history available in the in-house database was performed which revealed that there was intermittent high impedance which was observed during a systems diagnostic test on (B)(6) 2005. A systems diagnostic test was performed before and after the high impedance results on this day which both resulted in okay results. In addition on (B)(6) 2004, the same event occurred where high impedance was observed in the second systems diagnostic test. The last system diagnostic test on (B)(6) 2006 resulted in okay results. It is likely that there the lead pin was making intermittent contact with the generator header. After reinsertion of the lead pin after generator replacement in 2006, contact with the generator header was restored and diagnostics were all okay. Follow up with the referring physician's office revealed that the voice alteration was believed to be related to intermittent high impedance. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. No x-rays were taken. No additional information was provided. However, the increase in seizures and mood instability are believed to be related to the generator end of service.